Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. Per the health care provider the motor stall was caused by an MRI that morning on the patient's knee. The logs showed the motor stall at 0749 and no recovery. The pump was interrogated at 0901. It was reported that the patient was not symptomatic (underdose symptoms) at the time of the report. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).